Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had adhesive marks on the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material could not be removed, even with proper reprocessing due to physical damage of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.